Manufacturer narrative:
H6 updated. H10 updated: the investigation established that the issue was found in monaco software versions 5.20 and 5.30 which are not available on the us market.

Event description:
The customer reported that the patient density may be overwritten. In this case the user may intend to override a limited region such as a "ring-" or "shell-" type structure but the override will occur throughout the whole volume.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the patient density may be overwritten. In this case the user may intend to override a limited region such as a "ring-" or "shell-" type structure but the override will occur throughout the whole volume.